Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for hemolysis and micro-clots(clotting) was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to hemolysis or clotting were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure (micro clots and hemolysis) because the defect was not evident in the testing of the complaint lot samples. All samples demonstrated clinically acceptable performance for all visual observations evaluated. Laboratory analysis of samples indicated that these tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed based on the photos provided; all other testing was satisfactory.

Event description:
It was reported that while using paxgene® blood ccfdna tube hemolysis occurred in tubes. This occurred on 10 separate occasions with both lots, however, the patient impact was not reported. Hemolysis and clumps in paxgene ccfdna tube the tubes are often hemolytic (22%) and the buffy coats / erythrocytes clump. We collect buffy coats from each tube for the isolation of genomic dna and this is almost impossible to pipette because it becomes a dirty lump.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338989, medical device expiration date: 2021-02-28, device manufacture date: 2019-12-04. Medical device lot #: 0085303, medical device expiration date: 2021-05-31, device manufacture date: 2020-03-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using paxgene® blood ccfdna tube hemolysis occurred in tubes. This occurred on 10 separate occasions with both lots, however, the patient impact was not reported. Hemolysis and clumps in paxgene ccfdna tube. The tubes are often hemolytic (22%!) And the buffy coats / erythrocytes clump. We collect buffy coats from each tube for the isolation of genomic dna and this is almost impossible to pipette because it becomes a dirty lump.